Manufacturer narrative:
The reported events of insulation damage and fracture were not confirmed. A complete lead was returned in one piece with the helix partially extended and clogged with blood. Visual and x-ray examinations of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that during the procedure, a fracture and insulation damage were noted on the right ventricular (rv) lead. The lead was not used, and the physician elected to complete the procedure with a different lead. The patient¿s condition remained stable.